Manufacturer narrative:
On nov 3, 2022, additional information was received indicating the patient also experienced capsular contracture baker grade ii on the right side post-operatively. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On feb 6, 2023, additional information was received indicating the explantation surgery is scheduled for (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2023, additional information was received indicating the explantation surgery has been cancelled. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: pain and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 600cc and suffered from pain and rupture on the right side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.